Event description:
It was reported that the cassette had leaked while the homechoice device was priming the lines, in preparation for peritoneal dialysis therapy. The patient was not connected at the time of the reported event. The leak was coming from the seam of the cassette. The homechoice device was making a noise like it was not pumping. The patient ended up re-setting up to completed therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. Leak testing, clear passage testing, clamp function testing and device-device interaction testing were all performed with no issues noted. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.